Manufacturer narrative:
Pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with cracked case on the back at the battery tube area.

Event description:
Customer's mom reported via phone call that insulin pump was not working and insulin pump was cracked at battery side. Blood glucose was 250 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.